Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. All tamper seals were intact. Pump was found to be displaying "1260" error code and goes into "1261" alarm messages when batteries are inserted. Found fluid ingression on pump's microprocessor unit board which causes the issue.this issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. Actions/repairs were done to repair the issue: microprocessor unit board and damaged lcd lens were replaced.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was alarming error 1260. It was also noted that there was lens damage. There was no patient, or clinician injury associated with these occurrences. This occurred during testing. No further details provided at this time.